Event description:
It was reported that an ilet pump¿s touchscreen shattered at school, rendering the screen nonresponsive and the pump unusable; the user discovered the damage when attempting to announce a meal and subsequently arranged a replacement. Symptoms included hyperglycemia with a reported blood glucose of 339 mg/dl and no additional clinical effects. Outcomes included no medical intervention, no hospitalization, and no reported functional impairment beyond temporary hyperglycemia. Investigation included customer service troubleshooting, verification of replacement logistics, and collection of device identification details with instructions to shut down and return the device. Investigation of this device revealed physical damage to the display assembly consistent with a broken or cracked screen, resulting in loss of user interface functionality and interruption of pump use. It was concluded, based on previously established findings for similar reports, that the cause was external physical damage not related to device malfunction.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.